Event description:
The service repair tech (srt) reported that during routine testing of the device at the service ctr, the pressure pod assembly failed module startup test. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.